Manufacturer narrative:
Visual analysis was performed on the returned device. The reported event of faulty pressure registration could not be confirmed. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire conditions. The distal tip coil had been kinked. The distal tube had also been kinked and stretched. There was also a guidewire fracture at the hydrophilic coated distal tube, but the guidewire remained in one piece as the corewire remained intact. There is no information reported that indicates the damage occurred during the procedure; however, it was likely that inadvertent damage due to the patient's anatomy occurred during insertion/positioning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported faulty pressure registration. It may be possible that procedural contaminants/contrast on the pressure sensor membrane contributed to the reported pressure registration issue; however, this could not be confirmed. It may also be possible that the fracture contributed to the reported issue; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that two pressurewire x - wireless devices were calibrated. Then the devices showed an increased drift when equalizing the pressures pd / pa. The 1.00 could not be reached. Both devices were removed from the patient. It was noted that an attempt was made to recalibrate both devices several times, but failed. The procedure completed with a third pressure wire x device. There were no adverse patient effects and no clinically significant delay in the procedure. Device evaluation revealed that the distal tube material and microcable(s) were separated 13cm proximal to the sensor but held together by the core. No additional information was provided.